Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the right ventricular (rv) lead and pacemaker continued to exhibit loss of capture with high threshold measurements. Undersensing was now being observed. A revision procedure was performed where the rv lead was surgically abandoned and replaced. The pacemaker was explanted and replaced due to reported normal battery depletion.

Event description:
Boston scientific received information that the right ventricular (rv) lead and pacemaker exhibited oversensing of noise leading to pacing inhibition with asystole. The patient is pacemaker dependent but had an underlying intrinsic rate at 40 beats per minute. Boston scientific technical services (ts) was consulted and recommended in office evaluation. However it was unknown if they brought the patient in. Three months later the clinic contacted ts again after reviewing events from the remote home monitoring system. Ts reviewed the pacemaker mediated tachycardia (pmt) events and noted continue noise that was no longer being sensed. Possible loss of capture with greater than two seconds of asystole was also observed and ts once again recommended in office evaluation. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.